Event description:
Customer stated that the keypad was not working correctly. The current blood glucose reading is 222 mg/dl. The up and down buttons are slick and she had to push them several times before she gets a response. Customer reported a hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 800 mg/dl. Customer was confused and infected infusion site- mrsa positive. Customer was hospitalized for three weeks. Hospital treated with manual injections. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.